Manufacturer narrative:
Initial reporter facilty name: (B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was not returned for analysis. The suture thread was inspected and was in good condition. The push catheter was found kinked, and the guide catheter was detached and stretched. The pull wire cap was detached and was not returned. Based on a microscopic inspection, the suture hole has no issues. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements, and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the push catheter was kinked, the guide catheter was detached and stretched. The pull wire cap was detached in proximal section and was not returned, based on all those conditions there was evidence of a failure deployment and issues through the procedure. It's most likely that during the procedure user manipulation or some tension caused either by the physician's technique and or even by tortuous anatomy caused the kink on the push catheter, once the push catheter was kinked, the user may have experimented difficulties while pulling out the guide catheter which took the user to apply an extra force and could have stretched and finally detached the guide catheter and pull wire cap. In summary it is possible that the push catheter kinked caused failure to deployment. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the overall conclusion code assigned will be adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2022. During the procedure, after the sent placement, it was noted that they had difficulty removing the guide catheter. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event.